Event description:
The only info that was initially provided with the returned device was that the battery was not at eol. Later info, from the st. Jude medical sales rep, as well as the results of failure analysis, indicated that the battery was actually at or below eol.